Event description:
Customer emailed saalt on 8/25/2020 to explain that their iud came out when they removed their saalt cup. Saalt requested additional information about the customer's experience. We asked what type of cup the customer was using, if their iud strings were trimmed prior to using the cup, and if they had consulted with their doctor before using the cup. Customer responded saying that they had used a cup in the past so they felt confident using saalt now. Their iud strings were cut short 1 month ago, and their medical provider said they would be able to use the cup easily. The cup was inserted for 8 hours prior to removal. They were using the saalt small when they dislodged their iud. Instructions for use (IFU) states to consult your physician before using your cup with an iud. We have since updated our instructions to add the language "be sure to break the seal before removing your saalt cup to avoid dislodging your iud." Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.